Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lv (left ventricular) lead had positioning/fixation difficulty. The lead was removed from service. No patient complications were reported as a result of this event.